Manufacturer narrative:
Devices involved in incident not returned for evaluation therefore no conclusions can be drawn between patient outcome in conjunction with aquamantys device utilization. This MDR was identified as a result of complaint handling and medical device reporting procedure/process updates triggered via acquisition by medtronic.

Event description:
Dr. Lyons article "study finds inherent risk for nerve injury with rf cautery in primary cruciate substituting tka." Identifies 9/241 cases in which the patients treated with rf therapy had neuropathies.